Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer treated with the pump. Customer's blood glucose value was 168 mg/dl at the time of the call. The customer stated that she changed the sets and her blood glucose came down. Troubleshooting was not performed. The product was not returned for analysis.